Event description:
It was reported that the symptomatic patient presented to the emergency room; twiddler's syndrome was noted. The atrial lead exhibited loss of capture due to dislodgement. The programmed mode was changed to vvir with ventricular output at 7.5 v/1.0 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.